Manufacturer narrative:
(B)(4). Retained samples of the same lot were inspected visually and for their ph. In addition, one electrodes was applied on a volunteer for six hours. No reaction or deviation could be observed. The retained samples were within specification. We conclude that the allergy of the patient to tape / adhesive caused the irritation. However, the IFU explicitly states: "do not use on patients with shown skin irritating effects on skin (...)." The user did not follow the IFU and kept using electrodes despite of developed skin irritations. We therefore consider a user error to have aggravated the skin reaction and thus contributed to the incident. Device not returned.

Event description:
On (B)(6) 2016, we have been informed about an incident with ECG electrodes. Monitoring ECG electrodes (model sbw55) and a verit eecg machine (serial # (B)(4)) had been used in a mct monitoring procedure with a planned duration of 8 days. The patient's skin type was described as normal, no hair and the body type as full built. The skin was cleaned with "body wash and water", not shaven, not disinfected, and dried. The patient reported that she is allergic to adhesive. It was reported that the patient first started with the cardiac event monitoring on (B)(6) 2015. After a night of wearing the electrodes slightly irritated the skin. Half a day later severe inflammation surrounding the electrodes were noticed. She removed the electrodes, showered, and placed new electrodes on locations next to the old ones but the irritation did not stop. She applied topical diphenhydramine to the sites of the electrodes with only minor relief. She "called and spoke with her cardiologist's office and they suggested removing the electrodes for a few hours and trying again". After a few hours after trying again severe redness, swelling, and peeling of the skin at the placement sites both above and below the chest developed. The patient kept the electrodes off all weekend and the irritation decreased to bruises. Electrodes for sensitive skin were sent to her, which she tested overnight on a thigh but this test only resulted in more redness, peeling and skin inflammation.